Manufacturer narrative:
One anchor, collagen fragment, and suture segment, consistent with components used in the angio-seal device, were visually inspected. The anchor and collagen fragment were secured by the intact suture loop. The compacted collagen was in direct contact with the anchor dome. The running suture was approximately 0.45 inches in length; the suture proximal end was consistent with cutting. No contributing visual anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. There was no evidence found to suggest the incident was due to an intrinsic defect in the device, as supported by the review of the manufacturing traveler and the analysis performed. The cause of the reported incident remains unknown. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.

Event description:
It was reported an angio-seal was deployed via the right femoral ateriotomy. Hemostasis was unable to be achieved and bleeding from the puncture site was observed. Manual compression was applied to control the bleeding. The patient returned to the hospital six days later with no peripheral pulse from the right leg. A CT angiography was performed, which revealed an occlusion above the right trifurcation. Surgery was performed, which involved placing a fogarty catheter and thrombus removal to restore blood flow. The patient was reported to be in good condition after surgery.